Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. Review of the logfiles for the day of treatment shows during start up the calibration checks were successful. The provided logfile shows four successfully performed treatments on two patients. The reported treatment was the last treatment before the logfiles were exported and shows no abnormalities or other issues. The logfile shows no error or warning messages or other issues and also the energy stayed stable and showed no abnormalities. The picture in the treatment report for the left eye does not show any possible reasons for the reported tag. The settings used for treatment are close to the cut setting recommendation. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a small tag of incomplete cut in the five o'clock position on the left eye occurred during a lasik flap procedure. Reporter indicated the flap was lifted and excimer treatment was performed. No patient harm reported.